Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: ivus-opticross catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified left main. A 190 cm balance middleweight (bmw) universal ii guide wire was used; however, the device met resistance with an intravascular (ivus) imaging catheter during removal. Therefore, the guide wire was removed as a single unit with the catheter; however, the distal shaft of the guide wire was noted to have separated. The entire guide wire was removed from the anatomy. Although the patient remained in the hospital, the stay was not prolonged and the patient was discharged. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction to age: patient age is unknown. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.